Manufacturer narrative:
There were no signs of infection however cultures taken did eventually grow a rare yeast. The recipient was prescribed oral fluconazole and 2 weeks of oral antibiotics (type unknown). Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
The external visual inspection revealed cuts in the silicone overmold on the top cover, as well as a severed electrode. These anomalies are believed to have occurred during revision surgery. The device passed the photographic imaging inspection. System lock was verified. The electrode condition prevented an electrical test from being performed. The device passed the electrical and mechanical tests performed. This device was explanted for medical reasons. The device passed the tests performed. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Event description:
The recipient reportedly experienced device extrusion. Reportedly, stiches were placed a two weeks prior to revision surgery. The recipient's device was explanted. The recipient will be reimplanted at a later date.

Manufacturer narrative:
On (B)(6) 2023 the recipient was reimplanted with another advanced bionics cochlear device,. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.